Event description:
It was reported that, the negative pressure on the cs300 intra-aortic balloon pump (iabp) unit was too low after the equipment was turned on. It was not used for patients and no personal injury was caused. The user then reported to the national medical device adverse event monitoring information system that an alarm appeared during the use of the iabp, and another device was immediately replaced, causing no personal injury.

Manufacturer narrative:
Corrected fields: b5, d10, g1, h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction and confirmed that it was a failure of the drive valve group. At this time, the customer has rejected for getinge to repair the unit for the reported malfunction. The user has contacted a third-party company to repair the device, and the device is currently working normally.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11 a getinge field service engineer (fse) evaluated the unit for the reported malfunction and found that it was a failure of the drive valve group. At this time, the customer has rejected for getinge to repair the unit for the reported malfunction. The user has contacted a third-party company to repair the device, and the device is currently working normally.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the negative pressure on the cs300 intra-aortic balloon pump (iabp) unit was too low after the equipment was turned on. It was not used for patients and no personal injury was caused.

Event description:
It was reported that, the negative pressure on the cs300 intra-aortic balloon pump (iabp) unit was too low after the equipment was turned on. It was not used for patients and no personal injury was caused. The user then reported to the national medical device adverse event monitoring information system that an alarm appeared during the use of the iabp, and another device was immediately replaced, causing no personal injury.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h11. Corrected fields: b5, b6, b7, d10, h6( health effect - clinical, health effect - impact).